Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic and motor assemblies per visual inspection. Unit received with cracked battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer wore insulin pump in bra exposing it to sweat. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.